Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.

Event description:
Patient reported "signs of implant rupture with formation of heliomas in the armpit and subclavian region" confirmed via ultrasound. This record is for the right side. Device remains implanted.

Event description:
Upon receipt of further information it has been confirmed that the device associated with this complaint is not PMA approved and this report is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, g4. Upon receipt of further information it has been confirmed that the device associated with this complaint is not PMA approved and this report is no longer considered reportable to the FDA.